Event description:
In 2003, pt receiving chemo-therapy in rptr's office, venous access device was accessed with device in question and pt received approx. 3-31/2 hrs of IV infusion when pt was found sleeping in chair with chest saturated by blood. Mw201y was found disconnected at y-site from needle (not cut or pinched). Tubing came out of connection. Needle removed and pt suffered no ill effects. Device saved and found to be defective. Lot unk as packaging was discarded. Manufacturer and distributor aware. All further huber needles by this manufacturer pulled from use in their office.